Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified iliac. An 8.0 x 20, 75cm mustang balloon catheter was advanced for dilation. However, on initial inflation at 16 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There was no patient injury and the patient was in good condition after the procedure.